Event description:
It was reported that the device may have possible output circuit damage. During a vt/vf episode, the device charged to shock the patient and reported a high voltage lead impedance of 0 ohms. The device and lead were replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of output circuit damage was verified in the laboratory via bench testing. The device passed low voltage automated electrical tests. No anomalies were detected. It is believed that the cause of the damage was due to a lead anomaly.